Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top and bottom cases are in excellent condition. Cracked right and left plunger case. Visible contamination on the device. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over fourteen years old. Combination of motor assembly including motor were found to be worn out from normal use. Actions taken to mitigate the reported issue: replaced motor assembly including motor, lead screw and clutch halves. Performed power up process/occlusion and device passed all the functional test. UDI information is unknown.